Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, which resolved the issue, allowing the caller to successfully start their sensor session.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.